Manufacturer narrative:
Additional information: b5, d3, d9, g3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the venous luer adapter was deformed and could not be connected to a syringe. It was reported that there was a d imension/connection issue with the luer adapter. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, before surgery prior to flushing, the physician found a defect in the catheter blue screw cap (luer adapter) that could not be lock/tighten. The catheter was not repaired. There was no leak. Tego was not utilized. The insertion site was not treated prior to product placement. No other defects/damages found on the product. Nothing unusual observed on the device priorto use. No excessive force applied on the device. Method utilized to tighten the adapter was by hand. No other products being utilized with the device. There was no dimension issue noted. The dimension of the catheter matched what was indicated on the label. The physician opened new one with the same product ID (identifier) and lot on the same day to finish the surgery. There was no blood loss. No medical intervention/treatment required as a result of the event. There was no reported patient injury. Medtronic's initial evaluation of the incident device found that the luer adapter was found to be cracked, leaking, or broken as a result of a manufacturing issue.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the venous luer adapter was oval shaped and unable to be connected. It was reported that there was a dimension/connection issue with the luer adapter. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before surgery prior to flushing, the physician found a defect in the catheter blue screw cap (luer adapter) that could not be lock/tighten. The catheter was not repaired. There was no leak. Tego was not utilized. The insertion site was not treated prior to product placement. No other defects/damages found on the product. Nothing unusual observed on the device prior to use. No excessive force applied on the device. Method utilized to tighten the adapter was by hand. No other products being utilized with the device. The dimension of the catheter matched what was indicated on the label. The physician opened new one with the same product ID (identifier) and lot on the same day to finish the surgery. There was no blood loss. No medical intervention/treatment required as a result of the event. There was no reported patient injury. Medtronic's initial evaluation of the incident device found that the luer adapter was found to be cracked, leaking, or broken as a result of a manufacturing issue.